Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.

Event description:
On march 31st, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving bg readings in the range of 300 mg/dl to 400 mg/dl from her dario meter. Due to the above, the user reported that she suspected that she was diabetic, and therefore she went to her doctor. At the doctor's office, the user's bg was tested and she received a reading of 119 mg/dl.